Event description:
During the procedure, the teleflex needle electrode tip was noted to have a large spark, the setting was at 60, the staff lowered to 40; it still had a spark. Teleflex tip then switched out with no resolution. The bovie pencil, bovie tip and bovie machine was changed out and megadyne pad not used. A bovie pad placed; however, the surgeons did not need to bovie anymore, so not sure if that resolved the issue.